Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17-dec-2018 with the following findings: a review of the black box and alarm history showed no communication alarms or any activity outside of normal use. The battery compartment and cap were undamaged and able to fit. The ¿ez-prime¿ steps were performed correctly. No ¿communication¿ alarms occurred during the investigation. The alleged ¿communication¿ issue was unable to be duplicated during testing. The pump cover was removed, and no intermittent conditions were found to the printed circuit board.